Event description:
It was reported that the MRI compatibility guidelines were requested. The area to be scanned was the head/brain. The device was not working but they did not have any further details. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n257943, implanted: (B)(6) 2010, product type: accessory. Product ID: 74001, lot# n269179, implanted: (B)(6) 2010, product type: adapter. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3587a, lot# l47728, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).